Event description:
The user stated they received questionable free thyroxine (ft4) results for 20 patient samples on (B)(6) 2010. The results were questioned and on (B)(6) 2010, the user retested the patient samples. The user then loaded a new regent pack and retested the patient samples. The user only provided data for five patient samples. All results are in ng/dl. Patient sample 1 result on (B)(6) 2010 was 1.75 and the results on (B)(6) 2010 were 3.96 and 1.16 . The result of 1.16 was reported outside the laboratory. Patient sample 2 was from a female born on (B)(6). The result on (B)(6) 2010 was 1.86 and the results on (B)(6) 2010 were 4.37 and 1.22. The result of 1.22 was reported outside the laboratory. Patient sample 3 was from a female born on (B)(6). The result on (B)(6) 2010 was 1.83 and the results on (B)(6) 2010 were 4.87 and 1.35. The result of 1.35 was reported outside the laboratory. Patient sample 4 was from a male born on (B)(6). The result on (B)(6) 2010 was 2.03 and the results on (B)(6) 2010 were 6.09 and 1.60. The result of 1.60 was reported outside the laboratory. Patient sample 5 was from a female born on (B)(6). The result on (B)(6) 2010 was 1.76 and the results on (B)(6) 2010 were 4.76 and 1.35. The result of 1.35 was reported outside the laboratory. The patients were not treated based on the erroneous results. The user stated the first set of values fit the patient's clinical picture best. Corrected reports were issued on (B)(6) 2010. The ft4 reagent lot number was 15815503. The user declined a service visit as a new reagent pack resolved the issue.

Manufacturer narrative:
Based upon information provided, it was determined the issue was caused by the customer not performing calibrations as frequently as needed. The recommended calibration frequency is stated in product labeling as follows " renewed calibration is recommended as follows: after 7 days (when using the same reagent kit on the analyzer)." No patients were treated based on the falsely low results.